Event description:
The following information was provided by the initial reporter: it was reported that 1 pen needle broke off in site after injection. Consumer called with wife asking what to do and product needle composition. Informed this consumer needle is stainless steel. Consumer denied reuse of the needle and still has the hub assembly. Consumer already called his endocrinologist about this issue. The doctor informed this consumer to visit with ER and obtain an xray. Consumer is expressed does not want to visit ER. Feels the needle not within the site. Additionally, on 2020-04-02 the bd sales consultant provided the following additional information: restated the needle was never found, xray completed.

Manufacturer narrative:
The following fields have been updated with additional information received from customer: describe event or problem: the following information was provided by the initial reporter: it was reported that 1 pen needle broke off in site after injection. Consumer called with wife asking what to do and product needle composition. Informed this consumer needle is stainless steel. Consumer denied reuse of the needle and still has the hub assembly. Consumer already called his endocrinologist about this issue. The doctor informed this consumer to visit with ER and obtain an xray. Consumer is expressed does not want to visit ER. Feels the needle not within the site. Additionally, on (B)(6) 2020 the bd sales consultant provided the following additional information: restated the needle was never found, xray completed. Relevant tests/laboratory data: patient obtained x-rays.

Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that the needle broke off in site after injection with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported that 1 pen needle broke off in site after injection. Consumer called with wife asking what to do and product needle composition. Informed this consumer needle is stainless steel. Consumer denied reuse of the needle and still has the hub assembly. Consumer already called his endocrinologist about this issue. The doctor informed this consumer to visit with ER and obtain an xray. Consumer is expressed does not want to visit ER. Feels the needle not within the site.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle broke off in site after injection with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported that 1 pen needle broke off in site after injection. Consumer called with wife asking what to do and product needle composition. Informed this consumer needle is stainless steel. Consumer denied reuse of the needle and still has the hub assembly. Consumer already called his endocrinologist about this issue. The doctor informed this consumer to visit with ER and obtain an xray. Consumer is expressed does not want to visit ER. Feels the needle not within the site.